Manufacturer narrative:
The reported event of failure to interrogate was confirmed, data problem was not confirmed. Final analysis found the device was received in backup vvi mode, was unable to be interrogated and at end of life. When the battery was replaced, the device functioned normally. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
Correction - d6b - the explant date should have been on (B)(6) 2021 rather than on (B)(6) 2021.

Event description:
Correction: it was noted that an error message occurred when attempting to interrogate the device.

Manufacturer narrative:
Correction - h6 - should have included data problem for error message

Event description:
New information received indicates that the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was discovered that the pacemaker was unable to be interrogated. It was noted that multiple programmers were attempted but were all unsuccessful in interrogating the device. No intervention was performed. There were no patient consequences.